Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons intermittent) was confirmed. Upon investigation the rear response button was damaged resulting in intermittent functionality. The response button's tactile switch was damaged. There was no damage contributing to the reported arrhythmia or check te pad messages. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was having difficulty activating the monitor with the response buttons.